Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure the visualization was lost, the screen went back to the home screen. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6. Device code a06 is being used to capture the reportable event of scope loss of visualization.

Manufacturer narrative:
Block h6: device code a06 is being used to capture the reportable event of scope loss of visualization. Block h11: the returned exalt model b scope was analyzed, passed all tests performed, and exhibited normal device characteristics. A visual inspection was performed; the device did not have any visual damage. During testing, the image displayed as expected. During the functional test, the tip was articulated without any issues, the electrical test measurements were within the normal values. The reported event was not confirmed. Based on all available information, the evaluation conclusion is that no problem was detected.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure the visualization was lost, the screen went back to the home screen. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.